Event description:
It was reported that when a device was used during a low anterior resection, the device fired an incomplete staple line. Anastomosis was completed by hand suture. There were no consequences to the pt.